Event description:
It was reported, after this 27mm valve was implanted, it did not present good closure. Therefore, this valve was removed and replaced with a smaller 25 mm sjm valve(model: el-25a, medwatch report #3001743903-2009-00044), which lead to prolonged cardiopulmonary bypass time. Postoperatively, the patient suffered a post pump inflammatory response syndrome, followed by prolonged intubation and respiratory infection, which caused his death. Additional information has been requested.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed a frequency of retests increased with the architect cea assay after the change to reaction vessel (rv) lot 69008p100. The customer states the occurrence frequency was 13/50 tests performed, and further stated the specimens were over the normal range when re-tested. The customer changed the bulk trigger and pretrigger solutions frequently, and there was no issue when the analyzer was checked for cracks, leaks air bubbles or loose connections of the pretrigger lines, sensors or valves. The analyzer optics check passed specifications, therefore, the customer was advised to change lots of rv's, monitor the issue and check the data. No patient information or data was provided by the customer. The customer stated the issue was resolved when the lot of rv's was changed. The customer was advised to discard the suspect rv's to prevent recurrence. Suspect results were not reported out of the lab and there was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.